Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the percutaneous insertion handle was not targeting the nail correctly for an unknown procedure on (B)(6) 2016. Prior to the surgery, the handle was checked with the nail to be inserted and would not align correctly with the nail. The tip of the handle appeared to be cross-threaded. The set was not used with the patient. A second back-up set and insertion handle was used to complete the surgery. It is unknown whether the patient was in the room at the time of the instrument check and malfunction. No surgical delay was reported. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Product investigation summary: a visual inspection, device history review (DHR), drawing review, and functional test were performed as part of this investigation. The percutaneous insertion handle and the driving cap are routinely used during the insertion of femoral and tibial nails, including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system. Upon inspection, the handle displayed a significant amount of wear, but was in otherwise functional condition. A functional test was performed using a known good lateral femoral nail; the insertion handle was able to seat in and align to the proximal end of the nail. Additionally, the nail/insertion handle interface does not contain threads, so a complaint condition of cross-threading is impossible. The complaint is unconfirmed; therefore, a root cause of the complaint could not be determined. The relevant product drawing was reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: nail (part/lot: unknown / quantity: 1).